Event description:
A medtronic representative reported that during a spine case using a stealthstation treon treatment guidance system, there were some discrepancies in the tip location when he rotated the array on the apt. Allegedly, the surgeon had been midway through the pedicle then rotated the array from the left to the right and noticed a 3-5mm medial/lateral shift on the tip location on the screen. They verified the accuracy with a passive planar instrument and were accurate. The case was completed using the navigation system with no impact to the patient.

Manufacturer narrative:
No patient information was available at the time of this retrospective report. The returned product did not meet specifications. The device malfunction was confirmed and directly related to the reported event. Broken standoffs were rattling around inside the device. There is an impact mark on the right end cap. The device was out of calibration. A replacement part was sent to the site and the issue was resolved.